Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the physician had difficulty doing an up on over during a ¿very long¿ peripheral intervention procedure due to the patients anatomy of narrow arteries and severe calcification. Reportedly the device was in the patient over 4 hours and multiple devices from other manufacturers were taken in and out of the sheath such as: cutting balloon, laser and stent. The physician was reported to have been getting a lot of resistance getting these devices in and out. It was decided to take the wire out and when the wire was backed out it was noted the braided end was wrapped around the wire. The physician decided to remove the sheath as well and it had shredded.¿ nothing came off in the patient all was contained in the sheath.¿ the iliac and common femoral were repaired and the physician decided to have the patient return at a later date to repair the sfa. The patient is reported to be ¿doing fine, no harm or adverse event to the patient." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device available for evaluation; device evaluated by manufacturer. Investigation - evaluation: a review of the drawings, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. Since the device implicated in this complaint was from an unknown lot number, the device history record, nonconformance history, and complaint history search for similar complaints from the complaint lot could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Also, since the manufacture date of the device is unknown, the most recent versions of drawings, quality control instructions, and instructions for use were referenced for this complaint. The device that was implicated in this report was returned to cook to assist with the investigation. It consisted of one used and damaged sheath. The returned device was measured to be 45 cm in length, and no sections of sheath tubing were found to be missing. Based on the tubing material and curve of the distal tip, the sheath appears to be an anl2. A kink was observed in the sheath tubing 14.6 cm from the proximal end. An accordion type wrinkle was observed in the sheath tubing at the bond site between the nynt and nrlt materials. Exposed coiling and tnrt lining were exiting from the distal tip of the sheath. Also, a segment of wound coil, which was completely separated from the sheath, was returned as well. The coiling was found to contain various degrees of stretching and there were multiple sections with embedded tnrt lining. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. Insert the dilator completely into the introducer. If using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide. It was reported the physician had difficulty doing an "up and over" during a "very long" peripheral intervention procedure due to severe calcification and narrow arteries of the patient anatomy. The device in question was in the patient for over 4 hours and there were multiple devices from other manufacturers were taken in and out of the sheath. The physician reported to have experienced a lot of resistance getting the other manufacturers devices in and out. When the sheath was removed the physician noticed that the sheath had shredded. The iliac and common femoral were repaired during the procedure. The physician decided to have the patient return at a later date to repair the superficial femoral artery ( sfa). Cook has requested an update on the patient to determine if the patient had their sfa repaired and what the current patient status is. Cook will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. A definitive root cause for this failure cannot be determined. However, it is possible that a device used in conjunction with the sheath could have torn the inner lining of the sheath during the procedure. This then could have led to the observed material separation and could have contributed to the resistance felt during insertion and removal of the devices. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.